Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for further investigation. The manufacturer reports that no issues could be found with the sample during functional testing. The device functioned as intended. Evaluation codes have been updated to reflect this investigation.

Event description:
Customer complaint alleges that the device is producing "little or no aerosol". Alleged malfunction reported as detected during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). A device history record review shows that the device was assembled and inspected according to our specifications. The device was received for investigation. Customer provided video of the complaint reviewed. During the visual inspection, white residue was found inside of the jar, on the cap and jet. No other defects or anomalies were found. A functional inspection was performed using the returned device and tubing. A total of 5cc of water was added to the returned nebulizer unit. Then the tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. Mist was produced from the chamber of the nebulizer, however after 4 minutes the tubing popped off. In conclusion, the reported complaint that the device gives little or no aerosol during use could not be confirmed through the functional inspection of the returned sample. However, the tubing popped off of the flowmeter after 4 minutes of functional testing. A CAPA has been initiated to further investigate this complaint issue.

Event description:
Customer complaint alleges that the device is producing "little or no aerosol". Alleged malfunction reported as detected during use. It was reported there was no injury or consequence to the patient.